Event description:
The customer initially reported that their device was showing a service wrench and had multiple event codes logged. After an evaluation of the device, it was observed that the device was thermally sensitive and would not power on at cold temperatures. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that a crystal oscillator, designator y4 from the digital pcb assembly was causing the observed event codes and also would cause the device to no longer power on. The crystal was observed to fail at 0 degrees centigrade. The customer received a replacement device.